Event description:
Three dall-miles cables were installed to secure a synthes plate to the pt's femur. During an examination, the dr discovered that the dall-miles cables had failed and broke. No adverse consequences or surgical delays were reported.

Manufacturer narrative:
Eval of this event cannot be performed because the device has not been returned to howmedica rutherford for eval.